Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she was unable to find the string on a tampon to remove it. She experienced cramping pain and took tylenol. The cramping pain resolved and tampon was manually removed. She did not seek medical assistance.